Event description:
It was reported that: during the procedure according to IFU, md found that dilator was broken. So md opened up the new kit to finish the procedure. There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The customer returned one psi sheath, a 9 fr dilator, and a lidstock for analysis. Signs of use were observed. Visual analysis revealed that the dilator hub was completely separated from the dilator body. The separation points were rough and discolored. The condition of the separation point appears consistent to that of a stress related break. No other defects or anomalies were observed. The returned dilator body was removed and reinserted through the hemostasis valve of the psi. Little to no resistance was observed as the dilator passed completely through the sheath. The dilator body was removed and the hub was inserted into the cap of the hemostasis valve. The hub was able to snap into the cap and felt secure. Performed per IFU statements, "ensure dilator hub fully snaps into sheath cap". A device history record review was performed, and no relevant findings were identified. A device history record review was performed, and no relevant findings were identified. The customer report of a separated dilator hub was confirmed through complaint investigation of the returned sample. The dilator was separated directly adjacent to the hub. The material at the points of separation showed white discoloration. This discoloration appeared consistent to that of a stress related break. A CAPA was implemented to address the issue of the dilator separation. The CAPA investigation indicates the root cause is design related. The product from the reported lot was manufactured prior to corrective actions implemented. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: during the procdeure according to IFU, md found that dilator was broken. So md opened up the new kit to finish the procedure. There was no reported patient harm or consequence.